Manufacturer narrative:
(B)(4). The ventilator was returned. The service engineer evaluated the device and could not duplicate the reported complaint. The device was tested and no failures were observed. The device passed all testing. The single board computer printed circuit board was replaced as a precaution.

Event description:
It was reported that during patient use a ventilator display froze. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.